Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was determined that the gas delivery engine (gde) has failed and needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator unit has no gas flow and exhalation corner is broken. The customer confirmed that there was no patient involvement associated with the reported event.